Event description:
Additional information reported the patient underwent replacement surgery on 2014-(B)(6). The patient was reported to have resumed her therapy following the replacement and was ¿doing well again and her headaches had stopped again.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had experienced ¿a shocking sensation¿ around the implantable neurostimulator (ins) that was implanted in her abdominal area at the time of her six week follow-up appointment. It was noted the patient¿s physician had told the patient that ¿she just needed to give her body time to heal from the surgery.¿ it was stated the patient had initially received good results from her device and that it ¿only lasted for the first six weeks to two months.¿ it was reported that at the time of report the patient¿s ins had reached end of service (eos) and was ¿no longer working.¿ it was stated that three to four months after implant the patient ¿stopped feeling the sensation of stimulation¿ when ¿the stimulator stopped working.¿ it was noted it had taken five to six months for the patient¿s ins to reach eos. Additional information stated the patient was ¿awaiting replacement¿ of her ins after it ¿had reached eos after only six months.¿ it was reported the patient¿s ¿pain had returned due to the stimulator reaching eos.¿ it was noted the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.